Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cough. The cause of the event was unknown. The same day as the event onset, the patient was hospitalized for a cough and abdominal pain. The same day, the patient was treated with ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) and cefazoline injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. Pd therapy was ongoing. The patient was discharged five days after hospital admission. Five days after event onset, the patient was recovered from the events. No additional information is available.